Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage on the force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that he was changing out the infusion set and when he went to prime his pump, the insulin started to squirt out and he got an alarm. Customer's blood glucose level was 178 mg/dl. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.